Event description:
It was reported that stent fracture occurred. A 7x100x120 epic vascular stent was selected for use to treat the iliac artery. However, after opening the package, during preparing the device to flush; a strut was noticed to be fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.